Event description:
Report received from germany states: ¿cutter does not cut. No pt impact.¿

Manufacturer narrative:
The device has not been returned for eval. Add¿l info has been requested yet not received. Should add¿l info become available a supplemental report will be submitted.